Event description:
It was reported that the customer was hospitalized with a low blood glucose of 40 mg/dl. The caller stated that the customer had been fasting as he was scheduled for surgery that day. However, the surgery was cancelled because he drank a soda. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer delivered a large bolus of 21.35 on the day of the hospitalization. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Found that the dome label was missing. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have cracked battery tube threads and a missing end cap sticker.